Event description:
Allegedly, this is a mom tolling agreement. Additional information received 06/17/2016. Allegedly, the patient was revised due to unknown mom complications. Added implant and explant date, and lot number.